Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a template lost (tl) code. The physician made a new automatic setup as well as a new acquisition of the reference s-ECG. Additional information provided from the field indicated the tl code was exhibited by the s-ICD multiple times since. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. High power visual inspection of the header noted no anomalies. A diagnostic device download was performed, there were no suspicious system errors. The template lost (tl) and power supply (ps) errors had been cleared prior to return. Review of the patient log section noted multiple ps errors, followed by a tl errors after full energy charges. The battery case was removed and the high voltage (hv) capacitors were removed from the circuit. High power visual inspection of the flex circuit on top of the hv capacitors noted that two out of the six connections had fractured solder joints. Analysis confirmed the cause of the errors was due to the cracked solder joints on the hv capacitor.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a template lost (tl) code. The physician made a new automatic setup as well as a new acquisition of the reference s-ECG. Additional information provided from the field indicated the tl code was exhibited by the s-ICD multiple times since. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.